Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge field service engineer (fse) reported that he replaced the batteries that did not meet the minimum battery run time specification. The fse completed the preventive maintenance with full calibration, functional testing, and safety check to factory specifications. The iabp passed all functional and safety tests per factory specifications, and was returned to the customer, cleared for clinical use. Unrelated to the battery malfunction the fse also replaced the expired safety disk and a label, screw concealment. (B)(6).

Event description:
A getinge field service engineer (fse) reported that during a schedule preventive maintenance (pm), the batteries of the intra-aortic balloon pump (iabp) failed the run time test. No patient was involved and no adverse event has been reported.